Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4). Date of implant was estimated.

Event description:
It was reported that the procedure was to treat restenosis of a unspecified stent in the moderately calcified mid left anterior descending artery. Angiography revealed a lesion within the stented area as well as distal to the previously stented area. A xience xpedition stent was implanted half inside the previously stented area and half into the distal segment. Another stent was then implanted proximally. 3 months later the patient was complaining of angina and another angiogram was performed which revealed a fracture of the xience xpedition stent. A non-abbott stent was used to cover the fractured area of the stent. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified. The reported patient effect of angina is a known observed and potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.